Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Troubleshooting efforts reveals a potential issue with the proximal coil. The patient had a left ventricular assist device (lvad) recently implanted. Boston scientific technical services (ts) discussed options to continue to monitor as is or reprogram off the proximal coil and continue to monitor. At this time, this product remains in-service. No adverse patient effects were reported.